Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with the discrepancy being greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to call back for troubleshooting if they experience an active fill estimate issue in the future. No additional resolution information was provided.